Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 155 mg/dl at the time of the incident. The customer stated that the buttons took 4 to 5 seconds to respond. The customer added that when selecting, no, it also took about 2 seconds per button selection. Customer also stated that the insulin pump maybe slowing down due to the software running, but added that the buttons were currently responding. The customer was advised to monitor the insulin pump. The insulin pump will not return for analysis.